Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported reset was confirmed via review of the device data. Ate tests showed the high voltage output circuitry was damaged by an ICD generated high voltage shock during dft. High voltage output circuitry damage occurred because the over current detection mechanism tried to shut off the current but caused transistors to fail. A power on reset was due to the administered external defibrillation.

Event description:
It was reported that at device change out, the pt was induced successfully during induction testing but shock did not convert rhythm. Pt was externally defibrillated. The device went into backup vvi. The device was replaced and not used.